Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, during deployment of the 29mm sapien 3 valve, the patient sustained an annular rupture.  The patient underwent cardiac surgery in order to repair the annulus.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The valve remains implanted in the patient and will therefore not be returned to edwards lifesciences for evaluation.    Additional information provided confirmed the 29mm sapien 3 valve had been deployed in the aortic position.  The native annulus measured 546cm² and was mildly calcified.  The left main coronary height measured 13.7mm, the right coronary height measured 14mm, sinotubular junction measured 28x29mm and the sinus of valsalva measured 33x28x30mm.  The balloon had not been overinflated during the procedure.  The patient was noted to have expired on pod3.   Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure.     According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors.  The sapien valve relies on native valve calcium to securely anchor to the annulus.  Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury.  At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Based on the information provided, the exact cause for the annular rupture and subsequent death is unknown but may be related to patient factors (calcification) or procedural factors (manipulation of devices).    The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.